Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-00053. It was reported that the patient's lead had been pulled out of their ipg. Surgical intervention was undertaken on (B)(6) 2022 and the ipg was moved from the left flank to the left chest and the lead was reconnected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.